Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was randomly turning on. As a result the manufacturer representative removed all of the programs from the patient's controller. Surgical intervention may occur later to address the issue.

Event description:
Additional information gathered, identified the patient underwent surgical intervention wherein the scs system was explanted.